Event description:
As reported by a hospital in (B)(4), a guidewire sold by (B)(6) was being utilized during a coronarography procedure. During insertion of the .035 3mmj fixed core guidewire, resistance was felt. Under fluoroscopy, it was determined that the core wire had been fractured and was protruding sideways through the coils of the wire. The wire was removed without injury or complications to the pt. The used guidewire has been returned to (B)(6) for evaluation.

Manufacturer narrative:
The device from the reported event has been returned to (B)(4), and the sample will be forwarded to cr bard for evaluation. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).